Event description:
It was reported that during a starr procedure the device could only be fired with extreme force. There was an incomplete staple line. The surgeon sutured by hand to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/14/2007. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.